Event description:
Buckling/instability [instability gait]; device malfunction [device malfunction]; left knee is worse/arthralgia/stabbing, sharp, frequent, worsening pain/tenderness [arthralgia aggravated] ([radiating pain]); muscle weakness [muscle weakness]; instability [joint instability] ; edema [injection site edema] ; range of motion [joint range of motion decreased] ; popping/clicking [joint clicking] ; swelling [joint swelling]; effusion 2+ [effusion (l) knee]. Case narrative: this case is linked to case (B)(4) (same patient). Initial information received on 07-feb-2019 from united states regarding an unsolicited valid legal serious malfunction case received from a lawyer. This case involves a (B)(6) year-old female patient (160 cm and (B)(6)) who experienced buckling/instability, instability, range of motion, edema, left knee is worse/arthralgia/stabbing, sharp, frequent, worsening pain/tenderness, muscle weakness, swelling, popping/clicking and effusion 2+, with the use of medical device hylan g-f 20, sodium hyaluronate (synvisc one). Additionally, event of device malfunction was added for the identified recall lot. The patient's medical history included anxiety, high cholesterol, hernia and thyroid. The patient had and obesity, sciatica, hypothyroidism, agitated depression, (B)(6), infection, fibrocystic breast, cervical spondylosis, edema, menopausal syndrome, arthritis, arrhythmia, anemia, claustrophobic, allergic rhinitis, vitamin d deficiency. Concurrent conditions included essential (primary) hypertension, chronic pain, non-smoker, allergy to codeine, sulfa (drug allergy). Surgical history of foot surgery, hand surgery, hysterectomy, coronary artery bypass. Family history of hypertension, cancer breast, cardiovascular disease, osteoporosis, diabetes mellitus, heart disease, arthritis, scoliosis deformity of spine. Concomitant medications included amlodipine; acetylsalicylic acid; benazepril; calcium, colecalciferol (calcium +d3); celecoxib; furosemide; gabapentin; hydrocodone bitartrate, paracetamol (norco); omeprazole; rosuvastatin; sertraline; vitamin b complex; isosorbide; glyceryl trinitrate (nitrostat); cyanocobalamin; and calcium carbonate. On (B)(6) 2017, the patient initiated treatment with intra-articular hylan g-f 20, sodium hyaluronate injection at a dose of 6ml once (batch: 7rsl021) for bilateral knee arthritis. On (B)(6) 2018 patient reported for follow up of her left knee pain and stated that her left knee is worse (latency: unknown). Patients left knee was examined and it had swelling, slight edema (latency: unknown), range of motion 0 degrees of extension to 90 degrees of flexion, popping/clicking (latency: unknown). Further, patient experienced muscle weakness (latency: unknown) and buckling/grinding/instability (latency: unknown) in her left knee. Patient rated her pain at 10 on a scale of 10 and her pain was stabbing, sharp, frequent and worsening in nature. The patient ambulated with a wheelchair. She also had tenderness of the medial and lateral joint line around her left knee and had effusion 2+ (latency: unknown). The patient was advised that to undergo total knee arthroplasty as all other conservative measures including medications, injections and activity modifications had failed. The benefits and risks of the surgery were discussed. On (B)(6) 2018, patient underwent left knee arthroplasty. Patient was taken to the operation room and placed in supine position, she was drapped and left leg was prepped in sterile manner. The soft tissue was dissected sharply, medial parapatellar arthrotomy was performed, soft tissue was dissected with an osteotome, medial and lateral retractors were placed. Then a drill hole was placed in the distal femur along the intermedullary guide plane. The bone was removed, and pcl was excised, lamina spreader was placed and remained of the medial and lateral menisci were removed. After this, patients patella was finished with a three hole guide drill, bone plug was placed along with the cement following which her knee was lavaged with betadine and normal saline. The periarticular injection was then performed and arthrotomy was closed, sutures were placed. Subsequently, dermabond was placed along a sterile dressing and patient was then taken to recovery room in stable condition and tolerated the procedure well. Corrective treatment: left knee arthroplasty for left knee is worse/arthralgia/stabbing, sharp, frequent, worsening pain/tenderness; wheelchair for buckling/instability; not reported for all other events. Outcome: not recovered for range of motion; unknown for all other events. Seriousness criterion: required intervention for left knee is worse/ arthralgia/stabbing, sharp, frequent, worsening pain/tenderness; disability for buckling/instability; medically significant for device malfunction an investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events was under investigation. Once this investigation would be completed, corrective and preventive actions would be implemented.